Manufacturer narrative:
Product event summary: analysis found that the connecting cable was broken. As a result the rf head was changed. Further analysis was performed when the device was returned to the united states. This analysis could not confirm that the device did not work, but the device did fail electromagnetic field immunity testing and the cable insulation was pulled back at the connector. As a result the cable was replaced.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4). Product event summary: analysis found that the connecting cable was broken. As a result the rf head was changed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was broken. As a result the rf head was changed. (B)(4).

Event description:
It was reported that the cable of the radiofrequency (rf) head was broken and this affected implantable device programming. The rf head was returned to the manufacturer for servicing. There was no patient involvement.